Manufacturer narrative:
Summary of investigation: there are no previous complaints of this code-batch. We manufactured (B)(4) units of this code-batch. There are (B)(4) units in our stock. We have received 1 open and manipulated sample (contaminated) with the needle detached from the thread (the needle is missing). We have also requested a box (36 closed samples) to analyze this complaint. To evaluate the conformity of these units, we performed the following tests: tightness test to the closed samples received from stock has been performed and the units are tight. Needle attachment strength results conducted on all closed samples received from stock are 1.16 kgf in average and 0.57 kgf in minimum and fulfil the european pharmacopoeia (ep) requirements (ep requirements: 0.69 kgf in average and 0.35 kgf in minimum). Taking into account that no other customer complaints have been received concerning this issue for this code-batch and the tested samples from stock comply the specifications, we consider that the open sample received is an isolated unit, but the whole batch is correct. Batch manufacturing record: reviewed the batch manufacturing record, this product had no incidences related to this issue and was released fulfilling usp/ep and b. Braun surgical specifications. Conclusion root cause analysis: it has not been possible to determine the root cause because the closed samples received from stock comply usp/ep and b. Braun surgical requirements. Moreover, as the open sample received from the customer is contaminated, a further analysis cannot be performed. Final conclusion: although the results of the samples received from stock fulfil the specifications of european pharmacopoeia/ b. Braun surgical specifications, we take note of this incidence in order to assess if new or additional actions are needed. The case is considered not confirmed by evidence of the closed samples received from stock. Corrective measures: actions on distributed product of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Manufacturer narrative:
If additional information becomes available a follow up report will be submitted.

Event description:
It was reported an issue with monosyn suture. The client reported that the suture splits behind the needle. Physician is dissatisfied. The issue has been occurring for some time. The clinic has been sourcing suture material since (B)(6) 2025. There was no impact on the patient, the surgery was completed as planned, and there was no extension of operating time. The trocars are simply too thin for these needles (5 mm diameter).